Manufacturer narrative:
Section h10: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a loose wiring connection. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during cori assisted tka surgery, while patient registration, the real intelligence cori console shut down and showed a blue man on front display. Customer tried three times to reopen the case and every time during registration the console shut down and showed the blue man. Same issue with creating a new case. Surgery was resumed after a non-significant delay by manual procedure. Patient was not harmed as consequence of the problem.

Manufacturer narrative:
Section h10 (updated results of investigation): the cori console rob10024,sn(B)(6), intended for use in treatment, was returned for evaluation. Nothing visually was found that contributes to reported failure. A functional evaluation was performed and reported failure that the console powers down on its own and shows a blue man could not be confirmed. A new surgeon was created, and two new cases were created during testing, but the specified blue man error did not appear. The system was powered down on the start screen, with the front panel, but a blue man did not appear. The system appears to be functioning as intended. Screenshots and system log files provided were reviewed with the software support team. The reported problem was not confirmed, a blue man was not seen in the system log files. The system appears to be functioning as intended. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may have been associated with internal system errors due to an abrupt shutdown. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).

Manufacturer narrative:
Section h10 (correct results of investigation): the cori console rob10024, (B)(6), intended for use in treatment, was returned for evaluation. Nothing visually was found that contributes to reported failure. A functional evaluation was performed and reported failure that the console powers down on its own and shows a blue man could not be confirmed. A new surgeon was created, and two new cases were created during testing, but the specified blue man error did not appear. The system was powered down on the start screen, with the front panel, but a blue man did not appear. The system appears to be functioning as intended. Screenshots and system log files provided were reviewed with the software support team. The reported problem was not confirmed, a blue man was not seen in the system log files. The system appears to be functioning as intended. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may have been associated with internal system errors due to an abrupt shutdown. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: case-(B)(4) the results of investigation were corrected.